Event description:
It was reported a physician performed a kyphoplasty procedure on a pt. Reportedly, the physician reported a slight cement leak verified by a CT scan performed the day of the procedure. The pt was discharged with her back symptoms greatly improved. Approx two weeks, post-operatively, the pt vomited, developed a headache; stated "headaches had persisted since the procedure". The physician followed the pt without further intervention. Subsequently, the pt "reported that her headaches had improved". No additional info was reported.

Manufacturer narrative:
Device not returned, follow up with company rep.